Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the yankauer. The customer reported that where the blue tip is bonded to the yankauer, a pt bit off the blue tip. The tip came off in the pt's mouth during oral care and was removed with no harm to the pt.